Manufacturer narrative:
Follow-up #1; date of submission: 10/02/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the threads of the returned battery cap were damaged. The returned battery cap could not be removed from the pump; the reported event was duplicated. No damage to the pump was observed, and a test battery cap was able to secure to and detach from the pump without issue. The battery cap damage directly caused the reported event. Unrelated to the reported event, the battery cap contact height measurements were outside of the specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the user could not remove one of the caps from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.